Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath was difficult to introduce. A smaller caliber introducer was used to predilate. When advancing the balloon catheter the patient suffered a complete blockage and stimulation was used to recover the normal sinus rhythm. The patient showed high st elevation, cyanosis symptoms and didn't respond to any stimulus. The procedure was aborted and an air thromboembolism was confirmed over the full right coronary artery. ECMO (extracorporeal membrane oxygenation) was initiated. During the patient stimulation the doctors became aware the patient suffered a mechanical block; it was noted the patient went into cardiac arrest, and cardiopulmonary resuscitation (CPR) was started. The patient then went into ventricular fibrillation (vf) and two external defibrillator socks were necessary to bring the patient back to a normal sinus rhythm. A second diagnostic coronary catheterization was performed to confirm the embolism was not longer present, and a venous return aortic balloon was placed to promote ventricular function. The patient remains hospitalized with severe neurological problems. No further patient complications have been reported as a result of this event. Additional incoming information indicated the patient suffered a complete block produced by an air thromboembolic collapse of the coronary arteries. The patient had brain damage produced by the thromboembolic air obstruction of brain arteries and their current status is 'critical.' It was noted the mapping catheter was inside the balloon catheter at the time of the initial blockage that occurred during the balloon advance.